Manufacturer narrative:
This report is being supplemented to provide additional information regarding the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The device was returned to an olympus repair center for evaluation. The reported issue was confirmed and found to be caused by a failure of the patient board set. Based on the results of the legal manufacturer's investigation, it was confirmed there was a design change of the operational amplifier circuit on the dr board of the patient board set. The subject device was manufactured prior to that design change. It is unclear whether this design change is related to the indicated event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, but not yet evaluated. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that evis exera iii video system center was not providing an image during preparation for a diagnostic procedure. According to the initial reporter, the procedure was completed using an endobronchial ultrasound. There was no patient harm or consequence reported as a result of this event.